Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+3.5/082 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to low vaulting and lens rotation. The lens was replaced with a longer lens but the problem was not resolved. The surgeon is considering further treatment. See MFR. Report # 2023826-2023-01498 for replacement lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the reporter indicated the patient has not returned to the clinic since last follow-up visit. According to the surgeon, the patient does not seem to require further treatment for now. H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the optic split and haptic broken. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).